Event description:
It was reported that during the attempted implant procedure, the physician was unable to turn the atrial screw and secure the lead. It was also reported that multiple wrench and screw driver were used and damage by torque applied to make the screw move; however, the screw driver couldn't be locked in the set screw. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the device was returned and analyzed. There were no anomalies found. It was noted that the set screw socket was rounded.